Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the ultrasound plug unit and ultrasound plug unit cable is what led to the reported malfunction. The most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.